Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise reversion episodes on the patient's right atrial (ra) lead. The noise was over-sensed causing inappropriate automated mode switch (ams) episodes and under-pacing at the atrium. No patient symptoms or intervention was reported.